Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject exhibited a torn distal tip. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: g2. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. However, a definitive root cause cannot be identified. The device history record was unable to be reviewed for this device since the lot was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's investigation. A device history review revealed no issues that could have caused or contributed to the reported issue.